Manufacturer narrative:
Corrections: sections b.1, b.2, & h.1 medical intervention prior to revision surgery was reportedly not required. The recipient's middle ear infection resolved following surgery. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The explanted device is presumed lost and will not return for analysis. A review of the device history record was completed and no anomalies were noted. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced a middle ear infection was explanted. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.